Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00094; 509-03-444, s817 - dissociation, revision surgery, surgical - quality complaintsy. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain and dissociation.